Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was not received for analysis. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4).

Event description:
It was reported that thrombus occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman® access system was positioned in the laa. Two attempts were made to place a watchman® laa closure device. A 24mm and 27mm watchman® laa closure device were each deployed in the laa and then fully recaptured and removed. The was remained in the patient. Transesophageal echocardiogram (tee) was performed revealing a formation in the appendage and there were also solid particles floating around. They were unable to determine at the time what the particles were. At this point the patients activated clotting time was 300 seconds. The procedure was aborted. The patient remained hemodynamically stable during the procedure and post procedure. There were no further complications reported. The images were reviewed and they believe the formation and particles was thrombus. The patient was continued on warfarin post procedure with a bridge of lovenox and follow up imaging will be performed.